Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient underwent a bilateral kidney nephrostomy using two ultrathane mac-loc locking loop multipurpose drainage catheters with unknown lot numbers on (B)(6) 2018. On (B)(6) 2018, both catheters were exchanged due to leaks found at the hub. This exchange was reported on medwatch 1820334-2018-02260. On (B)(6) 2018, the patient¿s catheter placed in the left kidney on (B)(6) 2018 was exchanged with a like device 10 french mac lot # 8576946 due to a leak at the device hub. This report reflects this device malfunction and exchange. As reported, the patient did not experience any adverse effects due to this occurrence and has since been discharged from the hospital in stable condition.

Manufacturer narrative:
Investigation evaluation: a review of the documentation, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel will be notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.